Event description:
It was reported that the customer had an alarm during the rewind/prime sequence of the insulin pump. Troubleshooting was performed and it was found that the customer did not program a temp basal before the alarm occurred. Customer stated the alarm occurred shortly after inserting a new battery. It was explained that the insulin pump experienced an unexpected restart. Customer's blood glucose level was 181 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for an unexpected restart after a battery change due to a voltage leak. The insulin pump was monitored in a 50 c oven for several days and no alarm for an external random access memory error was noted. The insulin pump was received with a cracked reservoir tube lip, a missing end cap sticker and a scratched display window.